Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic colectomy, the surgeon unable to remove the product from the patient's body and there was a fracture line around the black hub. The jaws of the device locked on tissue and the surgeon used a grasper to aid in opening them to remove the device. There was poor staple formation. The bowel had to be re-stapled. Additional information received indicated that the device made a loud cracking sound during firing.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload and a stapler. Visual inspection of the firing rack showed that there were sheared teeth on the firing rack. Product analysis suggests the product was used in a surgical procedure. Replication of the sheared teeth condition may occur when firing over tissue that is beyond the recommended thickness range or when firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.